Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy prolonged bleeding/ long lasting heavy bleeds with clot") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test.". The patient's concurrent conditions included obesity, fibromyalgia, uterine bleeding and endometriosis. On (B)(6) 2002, the patient had essure inserted. In 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), the first episode of headache ("headaches"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal distension ("bloating"), the second episode of headache ("headache"), anaemia ("anemia,") and abdominal pain lower ("lower abdominal pain/cramping"). The patient was treated with surgery ((B)(6) 2015 (supracervical hysterectomy (uterus only))). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal distension, the last episode of headache, anaemia and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, weight increased and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anaemia, back pain, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: the need for additional surgery . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media, menorrhagia, dysmenorrhea, headache¿ most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant drug were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, migraines, headaches, weight gain, abdominal pain and patient did not undergo an essure confirmation test added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy prolonged bleeding/ long lasting heavy bleeds with clot") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test.". The patient's previously administered products included for insulin resistant obesity: metformin. Concurrent conditions included overweight, fibromyalgia, uterine bleeding, endometriosis, anemia and depression. Concomitant products included lisinopril, multivitamin and nicotine (nicoderm). On (B)(6) 2002, the patient had essure inserted. In 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), the first episode of headache ("headaches/severe headaches"), weight increased ("weight gain/30-40 lbs") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal distension ("bloating"), the second episode of headache ("headache"), anaemia ("anemia,") and abdominal pain lower ("lower abdominal pain/cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (she underwent novasure ablation on (B)(6) 2008). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal distension, the last episode of headache, anaemia and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, weight increased and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anaemia, back pain, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media, menorrhagia, dysmenorrhea, headache¿. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event: heavy prolonged bleeding/ long lasting heavy bleeds with clot is incident now (previously reported as other event). Her concurrent conditions/historical medication and concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), abdominal distension ("bloating"), headache ("headache"), anaemia ("anemia,") and abdominal pain lower ("lower abdominal pain/cramping"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal distension, headache, anaemia and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, back pain, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.